Event description:
Acct. Reports that the set was leaking from the distal luer. States set was used on pt. No adverse effects occurred as a result of the leak. No further info available.

Event description:
Acct. Reports that the set was leaking from the distal luer. States set was used on neonate pt. No adverse effects occurred as a result of the leak. No further information available.